Event description:
An electronic report was received from a hemodialysis user facility who has reported leaking around twister device requiring change of line and loss of blood. The initial reporter was contacted for additional information of this event. It was learned that the patient started their dialysis treatment when it was noted to leak at twister device on the bloodline. The rn reported that the caregiver grabbed a hold of the line when they detected the leak, and then the line separated. An ebl of 100 ml resulted from this event to this patient. However, there was no report of ill effect reported from the blood loss. Reportedly, new hemodialysis bloodlines were set up on the dialysis machine and the dialysis treatment was resumed and completed as ordered. There is no report of injury or ill effect to this patient from this event. The patient was discharged to home when the dialysis treatment was completed as ordered. There is no sample available for an evaluation.